Event description:
It was reported that the patient underwent a full revision surgery on (B)(6) 2015 due to a lead discontinuity. It was reported that prior to replacement the generator had unable to be interrogate due to battery depletion. And upon replacement a visual indication of lead break was observed. The explanted generator and lead were returned for product analysis on 03/04/2015. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the lead on (B)(6) 2015. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil suggest a stress-induced fracture occurred in at least two strands of the quadfilar coil and at the staking wire. A secondary stress-fissure was noted in one strand of the broken coil at the pin end. However, due to mechanical distortion (smoothed surfaces) and or surface contamination the fracture mechanism of other strands cannot be determined. Since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above the mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Product analysis was completed on the generator on (B)(6) 2015. The end of service condition was confirmed in the product analysis lab; an open can measurement of the battery voltage determined that the battery was depleted. Based on the bench analysis electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. Bench analysis of the device was performed in lieu of the module level electrical test. Based upon the bench analysis, which included the device¿s supply currents, output waveform characterization, emi feed thru backup capacitor measurements and output diagnostics, the device performed within the functional specifications of the electrical tests. Therefore, the electrical performance of the generator, as measured in the product analysis lab, will be used to conclude that no anomalies existed. Product analysis is still underway on the lead and has not yet been completed.